Event description:
A medwatch was received indicating a pt received burns during the course of a c-section on right leg. The second pt was also burned and required treatment (1717344-2000-00073). A lawsuit received at valleylab on 11/2001 indicated that the first pt sustained burns and scarring that required the pt to undergo further medical treatment.